Event description:
The customer reported that one client complained of low ion selective electrode (ise) sodium recovery on the c501 analyzer. Four patient samples were initially questioned and a field service representative was dispatched to check the analyzer. The field service representative could not determine a cause. He states that the customer tested the 4 low patient samples again and received the same results. The customer could not provide these repeat values as they could not recall that they were repeated. The customer ran calibrators and quality controls with result within specification. The field service representative noted that the customer sent the samples to another lab for testing. The customer stated that they sent six samples to a different laboratory to repeat, but the customer did not know which samples were repeated at the other laboratory. The customer also did not know what analyzer was used at the other laboratory. The customer later determined that there were erroneous results for a total of 98 patient samples tested for ise sodium. The initial values for all 98 samples were considered to be erroneous and were all accompanied by a data flag. All initial values were reported outside of the laboratory. All samples, except for the six that were sent to another laboratory, were repeated on the same analyzer and all repeat values (including those from the other laboratory) were believed to be correct. All samples were repeated on (B)(6) 2012. Refer to the attachment for all initial and repeat values. The patients were not adversely affected by the event. The customer did not provide the lot number and expiration date of the ise sodium electrode. Quality control ranges and standard deviations were reviewed with the customer. The customer was advised to lower the standard deviation ranges to at least 5% of the mean and monitor. The customer was also advised to review the monthly peer group reports from the quality control manufacturer and to adjust means and standard deviations moving forward.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
After investigation of the customer's data, it was determined that there was a clearly visible drop in calibration readings on the day of the event compared to other calibrations. This led to a 12-14 mmol/l drop in the internal concentrations and ultimately, the samples. Based on this information, it is assumed that the most likely cause of the observed difference was a reuse of the ise low and ise high calibrators. This is an off label use of the material handling.